Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy in the continuous glucose monitor (cgm) reading. Reportedly, the customer did not take a blood glucose (bg) meter reading to compare. The customer also did not calibrate the sensor. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer